Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. Note: it should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erratic readings on their adc device. The health care professional reported that a patient received readings of 1 mmol/l and 9.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A health care professional reported receiving erratic readings on their adc device. The health care professional reported that a patient received readings of 1 mmol/l and 9.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs for freestyle precision pro meter were reviewed and the DHR showed the precision strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.